Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent atrial undersensing was noted. It was noted that at device classified termination of events, the arrhythmia appears to continue beneath the detection rate. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.